Manufacturer narrative:
Reported event: the event reported that a trident inline-offset impactor, pn 209830, sheared off into a impaction platform, p/n 206270. The failure was found when removing the impaction platform from the impactor after a case. Device evaluation and results: visual inspection: the proximal (back end) of the device was confirmed to be sheared off. Dimensional inspection: visual inspection confirmed failure and sheared piece not available for inspection. Functional inspection: visual inspection confirmed failure. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/12/2015. No non-conformances were identified during inspection. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/30/2015. No non-conformances were identified during inspection. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/12/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32456 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 209830 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the tibial baseplate implant, the end of the impactor broke. The breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). When the surgeon was impacting the tibial baseplate implant, the end of the impactor broke. The breakage did not affect the outcome of the case which was successful.